Event description:
On march 16th, 2022 we have been informed about a malfunction with a defibrillation electrode set at trust: university of morecambe bay nhs foundation; hospital: westmorland general hospital (wgh) theatres. Skintact defibrillation electrodes and a philips fr2 defibrillator had been used. The initial report stated "end users came to use defib pads in the cardiac centre to carry out a cardioversion, the pads failed on 2 different patients. The defib machine was changed and the same thing occurred where by the pads weren't recognised on the machine. Changed the pads to phillips the machine then worked the end users tell me that the defib machines have been checked by medical engineering. Lot numbers- 211115-0776 x 6 failed pads. Lot numbers 200702-4040 x 1 fail. Lot number - 211213-4043 x 1 fail." No patient was harmed caused by the malfunction. The initial reporter informed us that: "I can confirm that both the patients were fine and no issues were reported as the pads were changed and the cardioversion took place, with regards to the machine this was a phillips fr2." After several requests to obtain more precise information respectivetly clarifying discrepancies in the provided information we have been informed: "(...) Yes all are philips heart start, the patients were all cardioverted- no AED used at all and the only messaged was to attach defib pads. So not a error message as such but the machines could not recognize that the pads were attached." Requesting the precise defibrillator model we have been informed that "it is a phillips heart start xl +". No furhter information was available despite repeated requests.

Manufacturer narrative:
Retained samples of the concerned lot numbers have been inspected visually. Electrical tests were performed on retained samples. All tested samples were found to perform within limits. No faults could be detected. We have received on april 20th two original sealed customer sample from the concerned lot number (211115-0776) and the involved device in the incident. Additionally we have recieved 5 original sealed customer sample from the lot number (211213-4043). First we have connected the returned customer samples including the involved device in the incident to a philips heartstart mrx and have applied the defibrillation electrodes to the test device fluke impulse 7000dp) to simulate a ventricular fibrillation. The philips heartstart mrx was able to perform an ECG diagnosis and recommended a shock. The shock was successfully delivered. As the used defibrillator in the incident was a philips heartstart xl plus we have bought such a defibrillator for verifiying the function with the original used device structure. On july the 01st, 2022 we have received the defibrillator philips heartstart xl plus. The returned electrode sets and also the involved device in the incident was applied to the fluke impulse ll5702 and connected to the heartstart xl plus. The defibrillator recognized the defibrillation electrodes immediately and displayed an ECG signal. For every retunred defibrillation set a ventricular fibrillation was then simulated. The ECG diagnosis were carried out on the defibrillator and a shock was recommended. The shock was delivered successfully. The pacing/stimulation mode was also tested. No abnormalities were found here either. We also have detached one defibrillation electrode from the test device fluke impulse 7000dp to simulate an infinitely high skin contact resistance. The defibrillator responded with a message "stecker einstecken. Pads aufkleben. [Plug in connector. Stick pads to patient.]". This appears to be the same response the user had received during the incident. In the initial complaint it was reported that "the pads failed on 2 different patients. The defib machine was changed and the same thing occurred where by the pads weren't recognised on the machine. Changed the pads to phillips the machine then worked". To investigater this further, we have requested further information by the user and have asked for: "how could you determine that the machine does not detect the pads? Were you able to read an ECG? Did the defibrillator report an error message? If yes, which one exactly. Do you have a picture of the reported issue?" Customer responded on may 09th, 2022: "(...) I did send a reminder to the customer will follow up again." Customer responded on may 25th, 2022: "we have not had anymore information from the customer please could you proceed with the report with the information you have to get this closed, thank you for your help as always." No further information could be received despite repeated requests. Therefore no conclusion regarding the cause of the malfunction can be drawn. We close the investigation and the report.

Manufacturer narrative:
Retained samples of the concerned lot numbers have been inspected visually. Electrical tests were performed on retained samples. All tested samples were found to perform within limits. No faults could be detected. The involved device has not been made available to the date of this report. However the customer has announced that the customer samples will be returned for further investigation. Currently we are awaiting the samples for the investigation. No conclusion regarding the cause of the malfunction can be drawn. We will provide a follow up report once we have further results.

Event description:
On (B)(6) 2022 we have been informed about a malfunction with a defibrillation electrode set at trust: university of morecambe bay nhs foundation; hospital: (B)(6) hospital (wgh) theatres. Skintact defibrillation electrodes and a philips fr2 defibrillator had been used. The initial report stated "end users came to use defib pads in the cardiac centre to carry out a cardioversion, the pads failed on 2 different patients. The defib machine was changed and the same thing occurred where by the pads weren't recognised on the machine. Changed the pads to phillips the machine then worked the end users tell me that the defib machines have been checked by medical engineering. Lot numbers- 211115-0776 x 6 failed pads, lot numbers 200702-4040 x 1 fail, lot number - 211213-4043 x 1 fail." No patient was harmed caused by the malfunction. The initial reporter informed us that: "I can confirm that both the patients were fine and no issues were reported as the pads were changed and the cardioversion took place, with regards to the machine this was a phillips fr2." Currently we are awaiting the involved samples for a further testing and investigation. It was stated: "I am returning 5 pieces of 211213-4043 & 3 pieces of 211115-0776 (1 opened), I haven't any samples of 200702-404."